Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery the tip of the drill "broken" into pieces. Surgeon had to explant nail and pieces of the drill from inside the patient. Surgery was delayed by 2 hours.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the lot number was identified during investigation. Therefore, the device manufacturing quality records was reviewed and it indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: broken reamer. Event description: it was reported that the tip of the reamer broke off while reaming at the femoral neck. The nail had to be explanted and the pieces of the reamer were extracted from the patient. All pieces were taken out of the patient. The surgery was delayed for 2 hours and the stryker lag screw reamer was used to complete the surgery as no other sterilized znn cmn instrument set was available and it would have take more than 2 hours to sterilize. Review of received data: no any case-relevant document was received. Device analysis: visual examination: two 3.2mm threaded pins, a lag screw reamer and three fractured fragments have been received. The tip of the reamer is broken off. The lot number 16.277660 is identified. Dull and damaged cutting edges are seen on the reamer cutting part as well as on a fractured piece. Scratches can be seen on fracture surface on the fractured pieces (see fractured_pieces.jpg). Both returned 3.2mm pins has ref: (B)(4) and lot: 4501486816. Pins are full of scratches on the surface. On one pin, a part is peeled near the thread. The other pin has stripped pin thread. Review of product documentation: - surgical technique sap doc: attach the lag screw reamer to the drill. Ream over the 3.2 mm pin to the level of the subchondral bone. While drilling, use the c-arm intermittently to verify position of the reamer and to make sure that the pin is not migrating through the femoral head. Root cause analysis: root cause determination using sap rmw: instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible, as according to material compatibility specification sap doc the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible, as no corrosion identified on the returned device. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as the peeled part on the pin was identified. The reamer probably reamed over the pin. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as the peeled part on the pin was identified. The reamer probably reamed over the pin. Instrument breaks or deforms due to off-label abnormal-use possible, as the peeled part on the pin was identified. The reamer probably reamed over the pin. Conclusion: based on the returned product the complaint could be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The visual examination showed that the tip of the reamer is fractured and a part on the 3.2mm pin is peeled up. It is possible that the pin was bent or migrated during reaming and was reamed by the reamer which resulted in the fracture of the reamer. Therefore, it is described in the surgical technique of the zimmer natural nail that during reaming, the c-arm should be used intermittently to verify the position of the reamer. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-01104.